Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the problem was the cuff pressure could not be controlled due to a defective motor. As a result, the unit was replaced. There was no patient or user harm.

Event description:
On may 19, while we were using it at the hospital, all the indications on the display flashed. After that, we had it sent to tsurugashima to check its operation. Continuous operation was carried out from may 21, and "tf10" occurred at around 11:00 on may 26. The power supply was not turned off, so we disconnected the battery to stop the operation. After that, "tf10" occurred again immediately after turning on the power.